Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for essential tremor. It was reported that the implantable neurostimulator (ins) was checked using a clinician programmer but telemetry could not be performed. No surgical intervention is planned or occurred. It is unknown what environmental issues there were related to the issue, and the further actions/interventions that will be taken are still under consideration. The event was unresolved at the time of the report. There were no patient symptoms alleged and no further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the cause of the previously reported event was not determined. The serial number of the device and the patient's weight at the time of the event were both stated to be unknown/undetermined. It was also confirmed that the patient did not experience any symptoms related to the telemetry issue. No further complications were reported/anticipated.